Event description:
A peritoneal dialysis (pd) nurse reported a fluid leak took place during a patient's pd treatment during training in the clinic. During fill1 there was a volume error warning and an air detected in cassette warning. Fluid was discovered leaking from the cassette door. In a follow up, the facility manager verified the leak and said that the patient did not have any harm, intervention or adverse event. The patient was able to complete treatment on another cycler. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported a fluid leak took place during a patient's pd treatment during training in the clinic. During fill 1 there was a volume error warning and an air detected in cassette warning. Fluid was discovered leaking from the cassette door. In a follow up, the facility manager verified the leak and said that the patient did not have any harm, intervention or adverse event. The patient was able to complete treatment on another cycler. The cycler set is not available to return.